Manufacturer narrative:
The insulin pump was received with button error alarm on display due to moisture damage on the keypad trace. The device also had moisture damage on the electronic assembly, cracked case display window corners, cracked battery tube threads and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin did was exposed to moisture. The customer explained that he went into the pool and forgot to remove the device. She stated that it did a countdown when inserting the battery; she changed the battery again and received a button error alarm which could not be cleared. Blood glucose value was 344 mg/dl. He removed and reinserted the battery and received a button error alarm. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.